Event description:
The customer reported that the system displayed a milliamp sensor failed error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the log files and calibrated the generator. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.